Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR #1225714-2014-03726 and 1225714-2014-03727.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on or about (B)(6), 2010 after use of the product.